Manufacturer narrative:
Initial.

Event description:
It was reported that a user connected a new dexcom g7 continuous glucose monitor (cgm) sensor to the dexcom app but the sensor pairing to the ilet failed, and support guided the user to toggle the settings and re-enter the pairing code, with instruction to wait for readings to populate. No adverse clinical symptoms reported. Outcomes included temporary loss of cgm data input to the ilet with no health impact. User support included a remote troubleshooting review and user reconfiguration steps focused on cgm pairing and app settings. Investigation of this case revealed a cgm-to-ilet communication and pairing issue consistent with an integration or configuration problem between the dexcom g7 and the ilet, with no hardware malfunction of the ilet identified during support. It was concluded, based on previously established findings for similar reports, that the cause was user configuration error related to cgm selection and pairing workflow.